Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on 09/12/2015 to report that a (B)(6) male patient had a rash on his back. The patient's rash was underneath the back ECG electrode and the back therapy electrode pads. The patient's physician instructed the patient to apply a cream to the rash after showering and to let it dry before placing the device back on. Follow-up indicated that the rash had improved.